Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasoft lancets separated causing the needle to fall out. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began approximately in (B)(6) 2011 at an unknown date and time. The patient reported she manages her diabetes with an insulin pump. The patient reported that she made no changes to her diabetes treatment due to the product issue. The patient reported that on (B)(6) 2011 she noticed that her left big toe had "problems" and appeared "beet red". The patient further reported that she had previously lost feeling in her toe (neuropathy). The patient advised that on (B)(6) 2011, she went to the ER and was given treatment for gout. On (B)(6) 2011 at approximately 4:00pm, she went back to her physician and an x-ray on the toe was performed. According to the patient, a onetouch lancet was found embedded in the toe. During troubleshooting, the customer care advocate (cca) documented that the patient reported needing to turn the cap on the lancet about 8 times to remove the cap, however, the needle came out with the cap. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.